Event description:
During cardiac catheterization, physician attempted to close arteriotomy site with vasoseal device. The 'j' tipped wire from the vasoseal device broke off and became lodged in the wall of the artery. This was confirmed via x-ray. The pt then had to be taken to surgery for removal of guidewire. MFR sales rep was present and has the sequestered device.